Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 699 mg/dl at the time of the incident. The nurse stated that they treated the customer's was on IV. The nurse also reported that the customer experienced dizziness and was light headed. The nurse stated that the customer was wearing the insulin pump during the hospitalization. The time of the hospitalization was 5:31pm and the date of the hospitalization was (B)(6) 2016. The nurse performed troubleshooting and did not find air bubbles, leaks, insulin issues, and setting issues. The nurse declined to check for bent cannula. The nurse declined to perform high pressure test. The insulin pump will not be returned for analysis.